Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Patient age and dob requested but not provided.

Event description:
It was reported that the maxplus leaked. The customer later stated that there were no adverse effects caused to the patient from the event.